Event description:
The pt reported uncomfortable stimulation and tingling sensations in their hands. The physician stated that the tingling sensations may be due to pt's recent back surgery. The pt elected to explant the system.